Manufacturer narrative:
An icy catheter (lot #: 53218) was returned to zoll san jose for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 53218. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. All lumens flushed as intended. No leaks were noticed during flushing. Functional testing was performed. The returned catheter was connected to a pressurized inflation device. When the catheter was pressurized to 45 psi, a pinhole leak was noted at the medial balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter balloon pinhole leak at the medial balloon area. During manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.

Event description:
It was reported that after 2 hours of temperature management therapy with the icy catheter, the ivtm console alarmed for air filter error. The attending nurse checked the air filter and the air in the chamber; air appeared in tubing set. The saline bag was empty. Additionally, the attending nurse checked the integrity of the connections and there were no visible leaks; however, suspected a possible leak in the catheter. A new catheter was replaced and the console changed. No problems were reported on the replacement catheter. No patient injury reported.